Event description:
Patient has mitroflow surgical aortic valve with lca of 2.2mm & rca of 4.6mm. It was planned to place chimney stents and deploy a 20mm sapien 3 ultra valve. However, before the edwards commander delivery system or sapien 3 ultra valve were inserted into the patient, the patient became ischemic during coronary angiogram resulting in CPR and then impella. Case was aborted to give patient time to recover and then undergo a transcatheter aortic valve replacement procedure in the future. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).